Event description:
Facility complaint alleged that the brakes were not holding. No injury alleged.

Manufacturer narrative:
Technician went to account and spoke with staff. Report alleged:- "bed slid out from under pt as the were about to sit down. Brakes would not set, no injury to report, pt lost balance but did not fall." Technician inspected the unit and found the casters would set, but would not lock in swivel from either the head or foot end. Technician replaced all four brake casters to resolve this issue.